Manufacturer narrative:
The tear seen at explant was confirmed. Cusps 1 and 3 were torn. The bases of cusps 1 and 3 were thinning. There was fibrous pannus ingrowth on the inflow surface of cusp 2. A microcalcification was present in cusp 3 at the site of the tear. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The thinning and loss of collagen fibers found could have contributed to the tears, as well as the microcalcification found at the tear site. The fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Event description:
On (B)(6) 2015, a 25mm epic valve was implanted. The patient presented with rapidly deteriorating dyspnea and orthopnea resulting in an emergency admission. On (B)(6) 2019, the device was explanted. A 2-3mm tear of the left coronary cusp was observed. The device was removed and replaced with a sutureless percival valve. The patient was stable.